Event description:
It was observed during device evaluation that the gastrointestinal videoscope exhibited foreign objects in the air/water (aw) cylinder, jet tube (j-tube), and air/water (aw) tube, along with corrosion at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion at the distal end is traced to component failure. Additionally, the cause of the presence of foreign objects in the air/water (aw) cylinder, jet tube (j-tube), and air/water (aw) tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.